Manufacturer narrative:
(B)(4). Eval, results: occlusion. Treatment of aortic atherosclerosis. Eval, conclusion: treatment of aortic atherosclerosis.

Event description:
An aneurx stent graft system was successfully implanted in a pt for the endovascular treatment of aortic atherosclerosis 18 months ago. Vessel morphology at the time of implant was not reported. It was reported one month ago there was complete aortic occlusion from 2.5 cm below the renal arteries to halfway down the right common iliac and all the way down the left common iliac to the left iliac bifurcation. The proximal part of the first stent graft was reportedly widely patent, while the distal part of the stent grafts were occluded and narrowed to 11 mm in diameter. The pt was placed on heparin and has good collateral flow. An aorto-bi-femoral bypass is scheduled for a later date. No additional clinical sequelae were reported and the pt is fine. (Ref MFR# 2953200-2011-01103).